Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 202 mg/dl. The customer stated that she initially had low blood glucose levels because she had been exercising and she did not program the insulin pump to adjust for the activity. The customer is pregnant and asked for assistance programming the basal rates. Nothing further was reported.